Manufacturer narrative:
D10 concomitant product: unk emprint ant, unknown emprint antenna (lot#: unknown) gianpaolo lucignani, elisa de lorenzis, anna maria ierardi, carlo silvani, andrea marmiroli, marco nizzardo, giancarlo albo, gianpaolo carrafiello, emanuele montanari, luca boeri. Perioperative and survival outcomes of patients treated with robot-assisted partial nephrectomy and percutaneous microwave ablation for small renal masses: a single center experience. Clinical genitourinary cancer, vol. 22, no. 2. Https://doi.org/10.1016/j.clgc.2023.11.004. Pages 237¿243 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of robot assisted partial nephrectomy and percutaneous microwave ablation for the treatment of small renal masses between january 2016 and october 2022. Sixty-two patients underwent percutaneous microwave ablation through the emprint ablation system. Postoperative complication includes collection system damage. Interventions were not reported. Medical complications were not related to the device.